Event description:
It was reported that a cartridge alarm occurred during the load sequence.customer's continuous glucose monitor read "high", however, a specific blood glucose (bg) value was not provided.a correction injection via manual injection was administered to address bg level.the caller was unable to successfully reload the cartridge and resume insulin therapy as the cartridge alarm recurred.the customer reverted to alternate method of insulin therapy.